Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility in the EU reported patient of unknown age, gender and race noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed right leg ischemia. A compartment syndrome was diagnosed. Due to the necessity of further therapy (fasciotomy /compartment release) a detailed discussion with the patient's relatives took place. In view of a clearly formulated patient's will with rejection of a prolonged intensive medical maximum therapy in case of unclear outcome or in case of a reduction of the quality of life to be expected in the perspective even in a favorable course, change to palliative therapy, discontinuation of therapy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿